Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the reporter. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the internal board malfunctioned or environmental factors caused the malfunction (power supply, cable).

Event description:
Additional information was obtained from the customer on 22jun2021. This malfunction occurred during preparation for use.

Manufacturer narrative:
An olympus representative advised the customer to send the device in for repair. The device has not yet been received by the manufacturer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported there was no power on the olympus high definition lcd monitor. The customer reported using ac power only, and further reported they replaced the power cord and tried a different outlet without success. No patient harm or impact to patient care was reported for this event.